Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
Device not returned.